Manufacturer narrative:
(B)(4) - cartridge. The analysis results found that the ntlc55 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. In addition, the cartridge had the swing tab in the locked position and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, did not fire at all, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.